Event description:
It was reported when an asymptomatic patient presented in the clinic for a routine checkup, lead noise was observed on the atrial and ventricular channels. Noise was not reproducible on the ventricular lead. The svt discrimination was reprogrammed to single chamber.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.